Event description:
Constant itching burning and pain with breast implants. Swelling. Experiencing, multiple symptoms throughout my body. Brain fog, fatigue, dry mouth, dry eyes, ears and nose. Blurred vision, ringing ears, left breast constantly aching and itching internally; swelling of lymphomas under left arm. FDA safety report ID# (B)(4).